Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the reliance endoscope processor. The technician found that the unit's pressure transducer connection block was cracked and was dripping water onto the unit's air compressor (electrical components), causing smoke to appear and the reported event to occur. Facility personnel informed the technician that there were several procedures that had to be postponed as they had no alternative processing methods. The reliance endoscope processor was installed in (B)(6) 2009 making the unit approximately 10 years old at the time of the reported event. The technician replaced the unit's transducer connection block, ran a test cycle, found the unit to be operating according to specification, and returned it to service. Review of complaint records evidenced that this is the first complaint of a cracked pressure transducer connection block dripping water onto the air compressor. No additional issues have been reported.

Event description:
The user facility reported a small amount of smoke was emitting from their reliance endoscope processor. No report of injury.